Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two leads (with the same lot number) on (B)(6) 2010. It was reported the pt had stomach stimulation in addition to back stimulation. The physician decided to replace the leads with a different type of lead. During the procedure, the physician attempted to place the new lead, but aborted the case due to the pt's anatomy. The entire scs system was explanted. It was reported the pt was referred to another physician should the pt decide to pursue a surgical lead procedure.